Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following predilation with a 1.5x12mm non-bsc balloon catheter, a 2.75x24mm promus element plus drug eluting stent was advanced towards the lesion. Upon advancing of the device, the stent strut deformed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the entire length of the device identified no kinks or damage. The crimped stent was examined microscopically and no damage was identified. The stent was securely crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following predilation with a 1.5x12mm non-bsc balloon catheter, a 2.75x24mm promus element¿ plus drug eluting stent was advanced towards the lesion. Upon advancing of the device, the stent strut deformed. No patient complications were reported and the patient's status was stable.